Event description:
Bent needle [needle issue]. No adverse event [no adverse event]. Case narrative: this spontaneous report concerns of events needle issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 16-jun-2025, amneal pharmaceuticals received information from non-healthcare professional (other) via an email concerning above-mentioned event experienced while on amneal's twinjet (epinephrine). Product details included epinephrine auto-injector 0.3mg (ndc: 00115169449, lot no: g250201x, expiry date: sep-2026, s/n: (B)(6)). It was reported that the needle was found to be bent after the product was removed from its outer packaging. Last action taken with epinephrine in relation to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter assessed the causality of events needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.

Event description:
Bent needle [needle issue] , no adverse event [no adverse event] . Case narrative: this spontaneous report concerns of events needle issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 16-jun-2025, amneal pharmaceuticals received information from non-healthcare professional (other) via an email concerning above-mentioned event experienced while on amneal's twinjet (epinephrine). Product details included epinephrine auto-injector 0.3mg (ndc: 00115169449, lot no: g250201x, expiry date: sep-2026, s/n: (B)(6). It was reported that, the needle was found to be bent after the product was removed from its outer packaging. Last action taken with epinephrine in relation to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter assessed the causality of events needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 02-jul-2025. New information received includes qa investigation report, attached with this case. An investigation was conducted in response to a complaint categorized as ¿bent needle¿ associated with the epinephrine auto-injector. Based on the reported complaint for ¿epinephrine injector has the bent needle after removed from the outer case¿, bent needle complaints are not attributed to the manufacturing process or device malfunction, but rather due to the handling by end users post injection, hence a potential root cause is user error. Based solely on the photographic evidence, it is not possible to definitively determine the root cause of the bent needle. Adequate controls are in place to prevent the potential of bent needle defects being generated and going undetected in the manufacturing process. The complaint of a ¿bent needle¿ was verified based on the photos provided; however, all evidence indicates that the deformation potentially occurred post activation. This is further supported by previous post marketing studies, which have shown that bent needles are frequently associated with changes in insertion/removal angles and rotational forces applied after activation. A comprehensive review of all in-process controls and final release data from phillips-medisize for the subject lot manufactured demonstrated full compliance with applicable specifications and approved batch records. The reported complaint was not observed in the retain review as the device tested, conformed. There were no anomalies or deviations noted during manufacturing, assembly, or packaging that could have contributed to the reported complaint. Labeling components, including the instructions for use (IFU), were reviewed and confirmed to clearly depict the proper administration methods through both images and verbiage. The investigation found no evidence linking the manufacturing process, assembly, or packaging to the reported failure. The subject lot released to market was produced in accordance with current approved specifications and procedures. Last action taken with epinephrine in relation to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter assessed the causality of events needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.